Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 15-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency the patient had swelling, pain; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. Body mass index was 31. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency the patient had swelling and pain. Corrective treatment: ice, compression and elevation for all. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.